Manufacturer narrative:
Pump passed the displacement and self test. No unexpected missing segment/partial display anomalies noted. No unexpected audio/vibrate anomalies noted..

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had a partial display. Customer's blood glucose level at the time of the incident was unknown. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.